Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer indicated that no backup insulin therapy method was available. Customer did not respond to attempts to obtain additional information.